Event description:
The patient's grandmother called lifescan on 10/20/2004 regarding her grandson's one touch ultra meter and reported that it was reading inaccurately low. Medical affairs specialist called and spoke with her on 10/21/2004, and she provided additional information. She had initially called lfs on two days earlier, and reported a 'three dashes' issue with the subject meter. An adverse event was not reported due to this issue. A replacement meter was sent to her at that time. The next day, she attempted to perform two control solution tests on the subject meter, which both failed outside the range. She tried a third time and received an error 2 message. This is when she called lfs and also reported the event regarding her grandson that took place two weeks ago. On the following day, when the medical affairs specialist called the grandmother, she obtained further clinical information. On twelve days prior to original date, the patient woke up in the morning and was tested on the subject meter with a result of 71mg/dl. He was feeling fine at that time. He then was given his set amount of 24 units of nph insulin in the morning and had his breakfast. An unknown time frame later (per grandmother, it was a "short while later"), she found him passed out on the living room floor. She tried giving him some "cake icing and coke". She also had called the paramedics. The emt arrived around 7:30a.m., "they gave him some more of the cake icing" and then tested him on their meter with a result of 90mg/dl (does not reflect any serious injury). They rushed him to the emergency room, where the patient had "come around", but was being "very combative". He was given valium and his blood glucose level was tested on the ER meter with a result of 142mg/dl (does not reflect any serious injury). They had "checked his head" for a viral infection and had other blood tests done. He was not given any other medications or treatment there. After two hours at that hospital, he was taken to a hospital and was admitted to the next two days. Per the grandmother, his admitting diagnosis was "hypoglycemia". She did not recall the blood glucose result on that hospital's meter, but was "given insulin". This information conflicts the fact that he was admitted for hypoglycemia. The grandmother was again asked to verify this and she confirmed it with the same information. Prior to this reported event, the patient's insulin regimen consisted a set amount of 24 units of nph in the morning and 12 units of nph in the evening. He was also on a sliding scale with regular insulin in increments of 2 units if his blood glucose level was greater than 150mg/dl. He was never given any extra insulin per his sliding scale during the reported event. Post-release from the hospital, his insulin dosage was decreased to 20 units in the morning and 9 units this evening. Based on all the information provided, there is no information to suggest that the patient experienced injury due to the meter. He was given a set amount of insulin and was not based on the meter result. Also, he was not tested on the meter at the time of concern when he had passed out. The emt meter and the ER meter results do not reflect any serious injury. There is also conflicting information regarding the admitting diagnosis and the treatment given to him. The test strips were in good condition and within the expiration date. However, the meter did fail two control solution tests and the error 2 issue was unresolved. Therefore, there is indication that the product malfunction and that the event meets the criteria for a medical device reportable. The patient's meter was also replaced through express 3-4 days delivery during the initial call on one day prior to original date. She had not yet received the meter on two days later.